Event description:
Additional information received: it was reported on (B)(6) 2019 the patient experienced two pump stoppage events while connected to batteries. In the previous percutaneous lead (driveline) replacement, the driveline was replaced as far up as possible externally and there was believed to be a potential internal area of concern. Technical services reviewed the submitted log files, and pump stoppages and pump decelerations were confirmed. Additional information received on 20jan2019 reported the patient continued to have pump stop events. Additional information received on 22jan2019 reported the patient was not symptomatic during the pump stops. Pump exchange is planned for on (B)(6) 2019. Additional information received on 23jan2019 reported the pump exchange went well. The patient tolerated the procedure well and is now extubated. (B)(4) will be returned for evaluation. No additional information was provided.

Manufacturer narrative:
Approximate age of device- 3 years, 11 months. Device evaluated by MFR: the device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Approximate age of device- 3 years, 11 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient experienced multiple pump stop events while connected to the power module on a regular grounded cable. The patient remained asymptomatic during the events. Clinicians placed the patient on a non-grounded patient cable and pump stoppages ceased. Technical services reviewed the submitted log files, and pump stoppages and pump deceleration were confirmed. This behavior is indicative of potential issues with the percutaneous lead. X-rays of the driveline were received on (B)(6) 2019 where potential points of damage were identified. Technical services performed a distal end percutaneous lead replacement on (B)(6) 2019. Following the replacement, no additional pump stoppages were reported and the issue seems to have been resolved. It was reported on (B)(6) 2019 the patient was placed on a grounded cable to try to replicate the alarms; however, no additional alarms or pump stoppages have occurred. No further information was reported.